Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of firing failure to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument had firing failures twice during in-house testing. The staples remained unformed, and the blade did not cut the foams. The instrument was fired with green sureform 60 reloads. No firing failures were observed during log reviews. Additional observations not reported by the site: the I-beam was observed to be broken when the I-beam was manually driven out. The broken piece was not returned with the instrument. As a result, the jaws were unable to remain closed when the I-beam is driven out. This failure likely caused the firing failures observed. The root cause of this failure is attributed to a component failure. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Although initial investigation determined most probable common root cause to be a component failure, after additional investigation/testing the most probable common cause is determined to be attributed to manufacturing. The roll bushing is found to be out of spec, likely causing the increased roll friction. The root cause of this failure is attributed to manufacturing. The housing was removed, and the instrument was found to have bearing corrosion. Although initial investigation determined most probable common root cause to be user-related, after additional investigation/testing the most probable common cause is determined to be attributed to the transport/storage since rust on roll thrust bearing likely occurs after the instrument is used in the procedure and during transport. The root cause of this failure is attributed to transport/storage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after inserting the suitable stapler reload, the staples of the stapler sureform 60 instrument did not lock and remained open. The knife did not come out. There was no error message on the screen. A fragment fell into the patient and was retried during the same procedure. No post-operative tests were performed. The procedure was completed with no patient injury. The procedure was delayed more than 30 minutes. Intuitive surgical inc. (Isi) followed up with the sales representative and confirmed that the system authorized stapling with the green reload. There was no stapling for compression, all the staples were not closed, and the tissue was not cut. A laparoscopic stapling had to be used to be able to section the part.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's complaint history revealed patient identifiers 612647 and 612675 as related records. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
This sureform stapler was transferred to the engineering team for further investigation and additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). The instrument I-beam was manually extended in subsequent testing and was found to be broken at the foot at the anvil side. Due to this break, the jaws were not held together in a clamp during I-beam extension and during firing, resulting in unformed staples when firing was initiated. Full extension of the I-beam assembly was still possible, which would result in no error message being populated by the system during the failure. The instrument was partially disassembled, and I-beam was taken to the mechanical design engineering for material analysis and further investigation. Off-site testing concluded this failure occurred due to material impurities in the bar stock. The material impurities, while found to be within allowable limits, happen to form a line along high-stress concentration areas, which caused the component to fracture prematurely. This line formation of impurities weakened the material causing breakage when force is applied.

Event description:
Refer to h10/h11 for follow-up information.